Event description:
Per the clinic, the patient experienced a sensation of electrical current pain and performance decrement after neurosurgery and radiotherapy. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.